Manufacturer narrative:
The initial implant remains implanted and is not available for return. However, the initial locking screw was discarded during the revision and replaced. Based on the limited information provided, no conclusions can be determined at this time. No trend has been identified at the time of this submission. The patient is still undergoing treatment and status will continue to be monitored.

Event description:
The metacarpal locking screw backed out of a implant. Revision was performed to stabilize the construct.